Event description:
Rt was walking by the pt's room when the alarm went off and immediately responded. Machine was beeping and the error on the machine was blinking n/op. After assessing the situation rt determined that the machine was not ventilating the pt. Pt immediately placed on oxygen, no desaturation noted, no adverse event involving pt, no acute respiratory distress noted. Pt was fine saturation 100%. Machine alarmed as expected when something is wrong with the machine. Machine removed from pt bagged and note placed on machine for biomed. Ventilator replaced and pt hooked-up to another vent machine. The machine involved was the 760 puritan bennett, serial number (B)(4).